Event description:
The patient contacted animas on (B)(6) 2012 reporting that the up arrow button was intermittently responding for one month. The patient reportedly wore the pump in an undergarment and did not clean the pump. This report is made based on the allegation of the up arrow response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 06/01/2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the keypad rubber was intact. Evaluation revealed that the keypad buttons were intermittently unresponsive and required several presses to elicit a response. The keypad buttons did not have normal spring back or click. There was evidence of keypad contamination found under the keypad buttons. Unrelated to the complaint, evaluation revealed a cracked display lens. The user guide warns that cracks, chips, or damage to the pump may impact the waterproof feature of the pump.